Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-01479. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 months. The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a persistent driveline infection that developed in approximately (B)(6) 2010. The exact date was not provided. The infection was determined to be (B)(6) and the patient received 6 weeks of nafcillin and then chronic suppressive treatment with minocycline. The latest cultures showed coagulase negative staphylococcus and enterococcus with medium sensitivity to vancomycin. The patient was prescribed 4 weeks of daptomycin until the end of (B)(6) 2011. The exact date was not reported. The patient ultimately underwent a pump exchange on (B)(6) 2012 for an unrelated issue.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.